Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04319. The patient has two leads with the same lot number. It was reported the patient had not charged his ipg for some time. The sjm representative met with the patient and was unable to establish communication. It was reported the patient had been using his system, but wanted the system removed, as he does not feel it was helpful with his pain. Further follow up identified the patient reported the ipg was causing pain due to his weight loss. Surgical intervention was the possible next course of action.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. Correction number: 1627487-12192011-003-r.